Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing; however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited residual liquid in the distal end, the z-block has foreign objects, and the inside of the light guide lens has foreign objects. There was no patient involvement.